Manufacturer narrative:
Visual inspection and testing of the sensor found the sensor functioned as expected. Test had reservoir level drop below protected level, the pump stops immediately, and system alarmed as expected. When the level rises above the protected line, pump resumes spinning. No fault found.

Event description:
The user reported that the protected level did not trigger during the case when it should have. Blood reservoir dropped below protected level without triggering protected level sensor.